Manufacturer narrative:
The patient connection line assembly and drainage bag were returned unopened. Approximately 80 cm of the lumbar catheter was returned. The catheter was patent and met the requirements for leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. Proteinaceous debris was observed within the interior and exterior of the catheter. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the drainage was not smooth during the procedure. It was stated the catheter ¿failed.¿ the cause of the issue was unknown. The product was replaced and following the replacement, the patient¿s condition was good.